Manufacturer narrative:
Testing was conducted upon receipt of the returned monitor to determine if this was a safety issue to the user or patient. The monitor was connected to a/c power and turned on. No display was observed. The monitor remained connected to a/c power for a 30 minute period. During the first 4 minutes, a slight amount of smoke was observed coming from the rear of the enclosure. After 4 minutes, the smoke dissipated and the monitor remained connected to a/c power for duration of the test. During the entire period, the surfaces were noted to be cool to touch and the monitor display remained blank. Upon completion of the 30 minute test, the monitor was disassembled and visually inspected for signs of heat damage. No visual heat damage was observed. Upon further investigation, it was determined that a failed capacitor caused a short circuit in q2. A root cause investigation of the failed capacitor is still ongoing. Because there was no heat or flame observed, it was concluded that this problem poses no concern for patient or user safety. Additionally, the power circuit section of the printed circuit board becomes non-operational once q2 is shorted.

Event description:
Biomedical engineering reported that when a/c power was applied during monitor start-up the display screen was blank and a very small amount of smoke was seen rising from the oximeter. The monitor was then turned off and unplugged. This was an out of box failure that occurred during initial biomedical engineering testing.